Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report is being submitted to correct lot number and associated information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual examination of the returned product confirmed that both the inner and outer sterile cavities are cracked. The inner tyvek lid is still partially attached to the inner cavity whereas the outer tyvek lid was completely peeled off. Both cavities exhibit homogeneous dry glue remains around the whole sealing flange. The carton was opened on the wrong side, as evidenced by the still intact tamper-proof seal, and was taped shut with tape. The shrink-wrap is missing. Reported event is for a packaging issue; medical records are not available for review. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. The likely condition of the part when it left zimmer biomet control is considered conforming based on the evaluation of the returned product, the DHR review, and the transit age of the device (three years). The root cause of the reported issue is attributed to transit damage. A CAPA was previously initiated to address this issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Source report: (B)(4). Customer has not indicated whether or not the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the sterility of the product was breached due to damaged packaging. External packaging intact but the first and second internal plastic packaging are totally cracked. There is no additional information at this time.